Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: na, batch: unknown. The UDI is unknown because the serial number and/or lot number were not provided.

Event description:
It was reported the patient's lead is exhibiting impedance issues. Surgical intervention may take place at a later date. Note: it is unknown which lead is related to this issue.

Event description:
Additional information was obtained indicating the patient lost therapy due to high impedances on both leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.